Manufacturer narrative:
Initially it was reported the manufacturer received information alleging a ventilator had an issue with oxygen output and a patient was harmed. New information was received by the manufacturer that indicates there was no patient harm. Although there appears to have been an oxygen issue, the new information indicates it was not due to the ventilator.

Event description:
The manufacturer received information alleging a ventilator had an issue with oxygen output and a patient was harmed. The manufacturer is currently investigating this issue and will file a follow-up report when the investigation is complete.